Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Occupation: synthes employee. Investigation summary: the complaint device is discarded, therefore is unavailable for a physical evaluation. Therefore, we cannot determine what caused the user to experience the reported event, we cannot discern a root cause for the reported failure mode. A DHR review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review into the depuy synthes mitek complaints system revealed one similar complaint for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot. No ncr, no relevance to complaint condition: DHR review part number: 210712, supplier lot number: n/a, release to warehouse date: 3/2/2015, manufacturing date: 2/28/2015, expiration date: 1/31/2018, supplier: n/a, manufacturing site: (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the lupine anchor was slightly bent on the inserter. Surgeon decided not to use this anchor. The packaging was not damaged. The sales rep reported that during a labral shoulder procedure after opening the package to the customer's lupine br ds anchor with orthocord it was found that the anchor was slightly bent. The procedure was completed with another like device with no harm to the patient or delays to the case. Not likely to result in patient harm or the need for additional medical or surgical intervention. The sales rep stated that the customer already discarded the device. There was no patient consequence. This is report 1 for 1 (B)(4).